Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "image failure" involving pentax model ec38-i10cf2/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical service workshop in (B)(6) where the following was confirmed: foggy, misty image. Moisture under led cover glasses.